Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately fifteen years post port placement via left subclavian vein in the left upper chest the port was removed and allegedly only 3 cm of the catheter remained attached the port. Reportedly, imaging allegedly demonstrated a segment of the catheter migrated to the heart. The patient was reported to be stable post removal procedure; however, the catheter segment remains in the heart.

Manufacturer narrative:
H10: manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one MRI port with attached groshong catheter was returned for evaluation. Medical images were also provided. Functional, gross visual, microscopic visual and tactile evaluations were performed. The medical record and images were reviewed. The investigation is confirmed for a complete break in the catheter, specifically for a break due to flexural fatigue, as the break surface on the distal end of the tubing appeared to be smooth with round edges on approximately one-half of the break surface and appeared to be more rough and granular on another region of the break surface. The profile of the tubing at the distal end was observed to be slightly flattened and elliptical. Varied slight necking of the tubing under tensile stress throughout the tubing at cracks and at the damaged location was observed. A short longitudinal split through the entirety of the catheter wall on the blue stripe of the catheter was observed extending from the complete break along the blue catheter stripe. The split edges appeared to be jagged and the split break surface appeared to be rough. What appears to be a scale-like deposit was observed at the break on the blue portion of the break surface, at the proximal end of the longitudinal split on the blue stripe and near the 20 cm depth marker on the blue strip, with apparently the greatest amount of deposit at the distal end of the tubing. The sample was observed to be patent to infusion and aspiration with no leaks observed during in-lab functional testing. Per the medical record review the patient with history of a port-a-cath had a thoracic spine x-ray performed (01/18/2016) which demonstrated the port coursing from the left through the brachial cephalic vein with the tip in the superior vena cava. Approximately seven months later (08/01/2016), chest x-ray demonstrated a radiopaque wire overlying the left hemithorax. The catheter broke approximately 3 cm from the port in the left upper chest. The distal catheter was barely visible overlying the spine and heart, probably in the right atrium and ventricle. Approximately two years ten months later (06/11/2019), chest x-ray demonstrated the catheter fragment remained in place overlying the right heart. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, and mechanical factors may gradually form a crack in the catheter. The definitive root cause could not be determined based upon available information. It is unknown if procedural and/or physiological issues contributed to the reported event. H10: g4. H11: b2, b3, e4, g1, h3, h6(patient code, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fifteen years post port placement via left subclavian vein in the left upper chest the port was removed and allegedly only 3 cm of the catheter remained attached the port. Reportedly, imaging allegedly demonstrated a segment of the catheter migrated to the heart. The patient was reported to be stable post removal procedure; however, the catheter segment remains in the heart.